Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo display. The customer is concerned with test results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 10/25/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced lo reading;black chemistry observed. The root cause is black chemistry due to improper storage. Note: (B)(4).

Event description:
Consumer reported complaint for lo display. The customer is concerned with test results from results obtained of lo display. The customer's expected fasting blood glucose test result range is 95 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 10/25/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 1:lo (B)(6) 2016 12:00 pm fasting: yes, 2:lo (B)(6) 2016 09:04 am fasting: yes, 3:lo (B)(6) 2016 09:03 am fasting: yes, 4:119mg/dl (B)(6) 2016 09:16 am fasting: yes, 5:115mg/dl (B)(6) 2016 08:58 am fasting: yes.